Event description:
High threshold of a non medtronic rv epicardial lead - manufactured by greatbatch medical. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).